Event description:
It was reported no defect in the product was observed during the pre-use check. So the customer inserted the product into the product, and after a while, he found leakage of air from it. The customer then changed it to another new one. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four (4) photos and a product sample was received for evaluation. Visual and functional testing was performed. Visual inspection of the photos found it was not possible to confirm the reported failure mode. Visual inspection of the sample found no defects. Functional testing found leakage on cuff was detected; the complaint was confirmed. The root cause of the reported issue was found to be the unit became damaged after it left the manufacturing facility.